Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the clips did not close. Use of another device. No patient consequences.

Manufacturer narrative:
(B)(4). Batch # n90x24. Device analysis: the analysis results found that the mcs20 was received with a clip in the jaws. In an attempt to replicate the reported incident; the device was cycled, resulting in 1 partially-formed clip due to an anti-backup failure. The remaining 16 clips were fed and formed as intended. Finally, the instrument locked out. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the hoop spring and the anti-backup lever were found to be out of its intended position, causing the anti-backup failure. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.